Event description:
Info was received via the study that during treatment of an unruptured wide necked right middle cerebral artery (mca) aneurysm, although the enterprise vrd was able to be deployed at the desired site, there was difficulty placing the enterprise vrd, due to vessel tortuosity. It was also indicated that the pt had a subarachnoid hemorrhage likely due to intra-procedural vessel rupture. It is not known which device may have caused the event; it may be due to distal perforation with the microguidewire. The following day, the pt developed a left hemiparesis, seizures, confusion, and signs of intra-cranial hypertension requiring intubation and sedation. The pt received aspirin, heparin, and other antiplatelet medication pre and post procedure. The vessel was tortuous. The aneurysm neck measured 4.1 mm, sac height 4.9mm and width of 5.9mm. The vessel diameter in which the enterprise was implanted was 1.4mm distally and 2.5mm proximally. The instructions for use (IFU) specifies that the enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, vascular or fusiform aneurysms arising from a parent vessel with a diameter of greater than or equal to 2.5mm and less than or equal to 4mm. Usage other than the approved labeling may involve risks not described in the labeling. Attempts to place a noncordis neuroform stent were unsuccessful because of the marked curving of the vessel. Therefore, a noncordis xcelerator 14 exchange wire with more support was placed beyond the aneurysm neck, but this stiffer exchange wire still could not provide enough support to allow the passage of the neuroform stent. Then a noncordis renegade hiflo catheter and the enterprise stent were successfully (with some difficulty) placed across the aneurysm neck. The compatibility of this microcatheter with the enterprise vrd has not been established. After successful placement of the enterprise, an echelon-10 passed through the stent mesh openings to allow placement of coils [trufill dcs orbit 3.5mm x 9 cm mini complex fill (637mf3509/lot 13354468), 2mm x 8cm helical fill (637hf0208/lot 13402453), 2mm x 2cm helical fill (637hf0202/lot 13459508)] within the aneurysm sac and complete aneurysm occlusion. A noncordis transend ex 14 guidewire was also used during the procedure. At the end of the procedure, a flat-panel CT was obtained which showed a large amount of subarachnoid blood. It was reported that the current condition of the pt is not known due to transfer to another hospital due to a non-neurological unrelated complication of mesenteric ischemia. The pt was intubated, sedated, with left hemiparesis. The company reviewed the device history records relative to the mfg, inspecting and packaging of the enterprise final assembly lot 01406169 which corresponds to cordis lot 13470928. The history records indicate this product was final inspection tested at the company facility, and was determined to be acceptable. Additional DHR review for the stent per nitinol devices & components (ndc) revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, mfg and quality control specs when shipped to the company. Additional DHR review for the stent parylene coating per specialty coatings systems (scs) was completed. The traveler history records indicate that the corresponding lots (9019269 and 9020763) were processed in accordance with the established process of parylene coating enterprise stents at specialty coating systems, and was determined acceptable. Prior to shipment, a certificate of conformance was generated for the enterprise stents from lots 9019269 adn 9020763 that met the company mfg spec. Vessel rupture/perforation are potential adverse events known to be associated with stent assisted coiling as outlined in the IFU of both the trufill dcs orbit coil and enterprise vrd. The enterprise vrd IFU further outlines that intracranial artery stenting is generally contraindicated in pts in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenoses. It was reported that the post procedure sub-arachnoid hemorrhage was thought to be due to intra-procedural vessel rupture possibly du to distal perforation with the microguidewire (noncordis). Based on the available info, no definitive conclusion can be made regarding the relationship of the event to the cordis products used in the procedure. However, procedural factors along with the tortuous vessel characteristics and undersized vessel diameter and noncordis concomitant devices are factors that may have contributed.

Manufacturer narrative:
This is one of four products involved with this adverse event, which is associated with mfg report #: 1058196-2009-00184, 1058196-2009-00185, and 1058196-2009-00186).